Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the proximal, middle and distal segments of the left anterior descending artery. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon burst. Two stents were implanted in the anterior descending artery under the guidance of ivus. The procedure was completed using another of the same device. There were no complications, and patient was stable after the procedure.

Manufacturer narrative:
E1-initial reporter address 1: (B)(6). E1-initial reporter phone: (B)(6).